Event description:
The daughter of a (B) (6) female patient contacted lifecor customer support to report that one of the battery packs will not charge. She stated that the "lights flash on the charger", but was unable to tell support which light was flashing. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. One battery pack (B) (4) would not work, because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.